Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, the right ventricular (rv) lead exhibited high capture threshold, r-wave amplitude variation and noise that was oversensed by the device and led to brief inhibition of pacing. The rv lead was capped and replaced on (B)(6) 2022. Patient was in stable condition.